Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Initially the alarm was resolved with a cartridge change but then reoccurred. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.